Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot number pjk570, and no non-conformances related to the reported complaint condition were identified. Visual analysis of the returned sample determined that a detached needle and a dispensed suture piece of product code w10b55 were received for evaluation, the swage and attachment area were as expected, and the remnant of the suture was noted into the barrel hole, and marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. In addition, the end of the suture was cut appears to be by use of the surgical instrument. The condition of the sample received indicate improper handling of the device. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps.

Event description:
It was reported that the patient underwent a valve replacement surgery on (B)(6) 2021 and the suture was used. During surgery, the suture needle pull off occurred. Another like suture was used to complete the procedure. There were no patient consequences reported. No further information is available.